Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: block b5 has been updated based on additional information received on 02feb2025.

Event description:
It was reported that the physician completed a spaceoar vue procedure, however, after a computerized tomography (CT) scan, it was observed that there was a venous uptake. Upon review of the images, it was observed that the fascia was sheared due to a high hump at the apex. No patient complications were reported as a result of this event. Additional information. Further evaluation of the images showed that the hydrogel was located around the prostate circumferentially, it appears that the hydrogel got into the spacer anterior to denonviellier's fascia and was able to move around the circumference of the prostate and also appeared to settle a bit closer to the apex of the prostate, likely due to gravity when the patient stands up. It did not appear to be a vascular infiltration.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Event description:
It was reported that the physician completed a spaceoar vue procedure, however, after a computerized tomography (CT) scan, it was observed that there was a venous uptake. Upon review of the images, it was observed that the fascia was sheared due to a high hump at the apex. No patient complications were reported as a result of this event.